Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to a third-party service center. Upon evaluation the customers complaint was not confirmed. However, during the evaluation service required error codes were found in the error log. The internal battery was replaced to address this issue. Additionally, the blower assembly, blower bellows, blower mount, cooling fan assembly, fan retainer, flow sensor, muffler assembly, were replaced for contamination and cosmetic issues. The internal battery was sent for further evaluation at the manufacturers investigaton lab. The product investigation lab (pil) was able to confirm the complaint of the trilogy evo internal battery. The lab visually inspected the suspect component for obvious defects and found none. This issue is caused when the customer performs a device software upgrade, but never confirms the upgrade on the device screen when prompted. No sleep events take place on the device after the software upgrade, which in turn causes the start/stop latch not to be reset. This results in a load on the internal and detachable batteries causing them to discharge to the perm fail threshold. This in turn generates the e-47 error.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to a third-party service center. Upon evaluation the customers complaint was not confirmed. However, during the evaluation service required error codes were found in the error log. The internal battery was replaced to address this issue. Additionally, the blower assembly, blower bellows, blower mount, cooling fan assembly, fan retainer, flow sensor, muffler assembly, were replaced for contamination and cosmetic issues.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.